Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), d.6b, g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against ventralex. It is alleged that the patient had revision surgery on (B)(6) 2017. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventralex mesh. Per op notes, "incision was made at supraumbilically, a synthetic mesh and a ventralex mesh was placed using prolene sutures." On (B)(6) 2017 - patient was diagnosed with incisional hernia with infected mesh thereby underwent repair with removal of mesh and small bowel resection. Per op notes, "significant amount of scar tissue and inflammation. The mesh was folded on itself. All adhesions to the anterior wall were also taken down where the mesh was removed."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against ventralex. It is alleged that the patient had revision surgery on (B)(6) 2017. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.